Manufacturer narrative:
The power module patient cable is a vendor product. Only the vendor lot number is imprinted on the device. The manufacturer¿s lot number and unique device identifier (UDI) are provided on the outer packaging of the power module patient cable; they are not imprinted on the actual device. The packaging was discarded; therefore, the manufacturer¿s UDI could not be determined. The vendor manufactures large batches of patient cables that are used across multiple left ventricular assist system kits. The patient cable is not a single use device. Approximate age of the device is 1 year and 3 months (calculated from the manufacturer date (february, 2015) of the patient cable's lot number). The device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that upon interrogation of the system controller, a history of low voltage alarms was noted that occurred only while the lvad system was connected to the power module. The power module patient cable had been exchanged in the past, and the patient returned last week with continuous low voltage alarms that were occurring with the new power module patient cable. The manufacturer's log file analysis found a clock reset that occurred, which was likely the result of either a double power disconnect or a low voltage condition from the power module/patient cable. Also noted on many occasions were recorded voltages below the manufacture's specification of 14 volts while the power module was in use. The patient was reported to be asymptomatic. No additional information was provided.

Manufacturer narrative:
The report of low voltage alarms and a system clock reset due to a loss of power to the system controller was confirmed through an analysis of the submitted system controller log file. The returned patient cable was functionally tested using a test lvad system and no alarms occurred during testing. The system operated as intended with typical operating voltages and power values. The returned patient cable was electrically tested and passed manufacturing specifications. The cable, leads, connectors, and strain reliefs of the patient cable appeared unremarkable and undamaged. No issues with the returned patient cable were identified. The evaluation could not conclusively determine the root cause of the events recorded in the submitted system controller log file. The manufacturer is closing the file on this event.